Event description:
The customer called and reported experiencing high blood glucose around 400 mg/dl. Her symptoms included thirst, polyuria, and nausea. Customer believed the insulin pump was malfunctioning as she changed out the set and had to treat twice with manual injection to control blood glucose. At time of this report, customer's blood glucose was 300 mg/dl. Troubleshooting was performed. The drive support cap appeared normal. Customer reportedly already checked for air bubbles and leaks and neither were found. The settings that were checked, as well as bolus history appeared to be accurate. Customer was unable to perform high pressure test. It was advised to change entire set, reservoir, and insulin. Customer stated she would call back, as she had a tubing clamp at home to perform high pressure test.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.